Event description:
Device fractured after implant discovered after the patient left the hospital, placed on [redacted] noted to be defective at follow up appointment prompting for device removal on [redacted] - 3 months and two weeks later.